Event description:
It was reported that medfusion 3500 pump, invalid syringe size. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing, the top and bottom of the case was cracked. Upon inspection, the reported problem of invalid syringe size alarm found in device history and replicated. The issue was due to the size calibration was out of spec. This issue was customer induced as a result of the customer's non-performance of required periodic pm activities and the customer's general neglect.